Event description:
The patient is part of the study: distal emboli to the patient noted at the end of the procedure. It was not treated, and the patient's pulses were good. Follow up imperial flow, biphasic to patient.